Event description:
It was reported by the patient that they experienced a sensation and vibration on their right side that went through their arm. The patient had not had a device check or physician check done. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.